Event description:
Clinic nurse reported that the patient's catheter had become blocked and clotted and required surgical clean out. The patient used heparin on a regular basis but had an incident of low platelets and when her platelets returned to normal values it clotted in the catheter. The surgeon was able to clear it and the patient came back to peritoneal dialysis after 3 days of hemodialysis. She continues on peritoneal dialysis with no further issues. The brand or manufacturer of the catheter was not known. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).